Event description:
It was reported that the lead exhibited oversensing during a routine follow-up. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead insulation was abraded through to the coil at 8.1 - 8.5 cm from the connector pin, due to friction with another device, which could cause the noise problem.